Event description:
Device advanced to guide and lad it was activated and the physician made one pass when the stall alarm came on and device was reversed. The physician pulled the whole system out; while keeping the wire in place. The physician then took angio and found a perforation in the lad and first diagonal bifurcation. Subsequently, the physician ballooned with a jo stent to seal perforation; he again went in with a second stent to seal perforation. The surgeon was contacted and decided make an insertion and placed a chest drainage system to drain the pericarduim so as to remove the blood around the heart, he also placed an aortic balloon pump. Which was left in the pt. Note: it was reported that the pt refused further treatment. The pt subsequently expired.